Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that coating detachment occurred. A rotawire drive was used during a percutaneous coronary intervention. The lesion was severely calcified and moderately tortuous. It was noted the tip was bent and the rotawire drive slippage was poor potentially due to a coating issue. The procedure was completed with another device and there were no patient complications.

Event description:
It was reported that coating detachment occurred. A rotawire drive was used during a percutaneous coronary intervention. The lesion was severely calcified and moderately tortuous. It was noted the tip was bent and the rotawire drive slippage was poor potentially due to a coating issue. The procedure was completed with another device and there were no patient complications.

Manufacturer narrative:
E1: initial reporter city - higashi ward, shizuoka prefecture device evaluated by manufacturer: the rotawire drive was returned for investigation. A visual inspection revealed that the guidewire had the spring tip bent/kink. The guidewire has a kink at 7 cm from the proximal end. Microscopic inspection was performed and there was no evidence on the body of the guidewire that suggest a coating issue. Dimensional inspection was performed and the device was measured within specification.